Event description:
On (B)(6) 2013, the lay user/patient in USA contacted lifescan to report the one touch ping meter was giving inaccurately low readings with the control solution. The patient obtained the control solution readings of 116 mg/dl, 119 mg/dl and 120 mg/dl on the reported meter. There was no patient injury associated with this issue. As the issue was not resolved and the results fell out of range for the lot of test strips in use, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The patient¿s products have been returned to lifescan for evaluation; however the evaluation process has not yet been completed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 ¿ (6/27/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 4/1/2013 and 6/18/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.